Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) and cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc). Technical services (ts) reviewed the egm and noted that due to only a single paced atrial beat being present, the loc could not be confirmed. However, a deflection following the atrial pacing (ap) pulse was observed, which suggested loc as it resembled the shape and amplitude of the preceding atrial beat. The device is currently programmed to a 3.5 v trend in the ra, and the last recorded atrial threshold was 0.7 v. Ts recommended that the patient be brought in for a thorough evaluation to ascertain the situation. This ra lead remain in service. No adverse patient effects were reported.